Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was on the catheter, abutting the distal end of the shuttle hub. The sealant was returned without the grip tip and soaked in blood. The advancer tube was on the catheter shaft, abutting the balloon's distal end upon receipt. It was reported that the device was removed through the tamp tube. However, the condition of the returned device indicated that the advancer tube may have been withdrawn with the device and that the advancer tube was not maintained in place during the device removal. The device was withdrawn through the advancer tube lumen during investigation without issue. No anomalies were observed. Visual inspection also revealed that there was no saline in the balloon of the returned device. The review of the lot history record (f1532001) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been attributed to incorrectly following the mynx instructions for use (IFU). The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter "through" the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. The investigation also revealed that the balloon from the returned device was incorrectly prepped. Per the mynx IFU, the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after a "successful" deployment of the mynxgrip device, some of the sealant was noticed to have come out with the device when the balloon was fully deflated and removed from the patient. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic peripheral procedure. The device was prepped properly and the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device nor while pulling back to the arteriotomy. The stopcock was opened on the procedural sheath prior to shuttling down completely. Significant resistance was not felt when shuttling down and excessive force was not applied when shuttling down. Unusual force was not applied when retracting the procedural sheath. The sealant was set and allowed to swell for over 2 minutes. The balloon was fully deflated, the tamp tube was secure, and when the balloon was being removed from the patient through the tamp tube, the user observed that some of the sealant had come out with the device. There were no kinks in the procedural sheath or device after removal. Manual compression was applied for 30 minutes or less to verify hemostasis. Following the event, the patient was described as fine with no groin complications. The patient was monitored and then discharged home per normal hospital policy. Additional information was requested, but was unknown.